Event description:
It was reported that during a colectomy procedure, the device would not hold the staple line at the proximal end. The surgeon sutured over the staple line to secure it. No pt consequence was reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.